Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was in the 40 mg/dl and was treated with sugar pills. The customer¿s other blood glucose were 46 mg/dl, 58 mg/dl, 80 mg/dl, 61 mg/dl, 145 mg/dl, and 101 mg/dl. The customer was not aware that she was not in auto mode. The customer declined troubleshooting for the low blood glucose. The insulin pump will not be returned for analysis.